Manufacturer narrative:
Conclusion: the reported event of ac power adapter issue was not confirmed and could not be fully analyze due to the charger box was not returned. The returned ac adapter worked properly and passed all tests. The cause of the reported event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's charger was making noises and sparking while charging. The issue was resolved with a replacement device.